Event description:
A screw driver broke at the tip during insertion of a cannulated screw. It was reported that the doctor used too much force while tightening the screw which resulted in the broken driver. The broke tip was left in the patient as the surgeon did not notice until after closing the patient. The doctor will continue to monitor the patient.